Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 526 mg/dl and sensor issues. Customer indicated that the sensor glucose was not accurate and the pump alarmed threshold suspend. Customer indicated sensor glucose of 61 mg/dl and blood glucose at the time of the call to be 130 mg/dl. Troubleshooting advised customer on glucose differences. Customer could not troubleshoot any further and indicated they would call back.